Manufacturer narrative:
This supplemental report is being submitted to correct the lot number as mk962306 and to provide the device evaluation results. The evaluation confirmed the reported phenomenon of a broken probe. The distal end of the device was inspected under a microscope and the distal tip at approximately 15mm in length was found detached. The missing portion of the device was not returned. The device was attached to olympus test equipment and a probe check was performed; the device failed the probe check; error code u509 was observed. A visual inspection of the teflon pad found it to be in good condition, with normal wear.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure a part of the device broke off and fell into the patient. The device fragment was successfully retrieved with no patient harm. The intended procedure was completed with another similar device. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.